Event description:
It was reported that after sterilization at the user facility, a screw was found to be missing from the radiolucent right angle drive. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Upon visual inspection, the pins were found to be missing. The device was repaired and returned to the user facility.

Event description:
It was reported that after sterilization at the user facility, a screw was found to be missing from the radiolucent right angle drive. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.